Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and failed due to lcd damage. Pictures were taken. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed all relevant testing. An internal visual inspection was performed passed. The receiver log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).